Event description:
A customer contacted beckman coulter inc. (Bci) stating that the ise drain peri-pump was leaking waste due to a split tube. No injury was reported. No personnel was exposed to the overflow.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the peri-pump tubing.